Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device passed a series of automated tests which verified functionality, sensing and critical therapy availability. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this patient had a device replacement about three months ago. The patient had a fall, which caused his pocket to open and later become infected. As a result, a revision procedure was performed, wherein the whole system, of which this cardiac resynchronization therapy defibrillator (crt-d) was part of, was explanted. The device was returned to boston scientific for analysis. No additional adverse patient effects were reported.